Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side ¿a lot of air bubbles within the implant itself¿, ¿small puncture wound in the implant itself" and "burning in the left breast¿.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening striated assessed as to surgical damage. Bubbles: no observed bubbles in the gel (the bubbles are product of the opening found in the device). Pain: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later also reported "noticeable air bubbles, small puncture wound" and patient experiencing "burning in the left breast". Device has been explanted and replaced.